Manufacturer narrative:
(B)(4). Method: the complaint rd900aeu neopuff infant resuscitator was returned to fph service center in (B)(4) where it was inspected by a trained fph service engineer. Our investigation is accordingly based on the provided photograph and service report. Results: the fph service engineer stated that the gas outlet port of the subject neopuff unit was broken. Further information received from the healthcare facility revealed that the damage occured during training, when the tubing was removed from the gas outlet port. A lot check revealed no other complaints of this nature for lot number 150805. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to damage, for instance when accidentally dropped or subjected to considerable external force. The reported physical damage occurred during training, when the tubing was removed from the gas outlet port. This was confirmed by the healthcare facility. The neopuff technical manual states the following: "dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient." Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff unit was repaired and returned to the healthcare facility after passing the performance tests specified on the product technical manual. Inspected at fph us service center.

Event description:
A healthcare facility in (B)(6) reported that the gas outlet port of an rd900aeu neopuff infant resuscitator was damaged during training, when the tube was removed. A request was also sent to service the unit.